Event description:
It was reported that prior to a device replacement procedure, a patient¿s stimulation was on and working well. During interrogation at the procedure, a few electrode pairs were out of range and had shorts and values of less than 50 ohms. It was also reported that the impedance measurement was greater than 4000 ohms. It was unclear if the patient¿s device had both high impedances and shorts or just one or the other. Additional follow-up is being conducted to obtain clarification. Troubleshooting included increasing the amplitude and pulse width but the issue didn¿t resolve. The best thought of the cause of the impedances was that the lead needed to be replaced as it was around 10 years old. The doctor opted not to change the lead because it was working well. No lead fractures were noted. The impedances were tested again post-operatively and the same out of range values were seen. No patient symptoms were reported. The device was able to be programmed with good electrodes and the patient was doing fine and receiving good therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# j0231174v, implanted: (B)(6) 2002, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. (B)(4).

Event description:
Additional information received. Regarding that it was initially reported that the patient had shorts/low impedance, but later reported that the impedance measurements were >4000 ohms. The manufacturer's representative was asked to clarify: did the patient have both low and high impedances? Or only one or the other? The manufacturer's response was noted as: it has always been high over 4000.